Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s current blood glucose level was 525 mg/dl at time of incident and current blood glucose level was 425 mg/dl. The customer had symptoms such as tired. The customer was treated with bolus. The customer was assisted with performing the high pressure test and the pump alarmed insulin flow blocked. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will not be returned for analysis.